Manufacturer narrative:
Cine review: two still images were received. The two inner shaft markers are visible in the vessel. Product analysis: there was a kink present 2mm distal to the middle member. The distal tip was detached. The proximal and distal marker bands were detached. A kink was present 2 mm distal to the strain relief. No other device damage noted. (B)(4).

Event description:
It was reported that during a procedure to treat the a predilated lesion in the superficial femoral artery using a complete se stent and after successful deployment of the stent, difficulties removing the device was experienced and friction was noted by the physician when attempting to take the catheter out of the sheath. There was resistance in withdrawal of the device. Analysing the images of the procedure, it was noted that the tip and the two markers (proximal and distal markers) of the catheter are located in a distal artery under the popliteal. The physician compared the delivery system removed from the patient to an unused device and noted that the tip was missing from the stent delivery system used in the procedure confirming that the tip remained in the patient. Attempts were made to remove the material from the patient's body using small balloons and snare kits all without success. A final image taken showed the tip and the two markers in the peroneal artery. The device did not pass through a previously deployed stent. It was re ported that the patient was informed and ok. No further clinical sequelae reported. Re-intervention was performed approximately 3 weeks post event date. The tip and the two markers were located at the peroneal artery. Through a contralateral access they used a spider fx. The tip, with the two markers, were positioned into the spider and were successfully driven up through the deployed stent. As it was a contralateral access, there was a risk of losing it, because the patient was obese and the action was difficult, so they finished the intervention with a small incision in the artery to pick the tip out of the patient. The patient is ok and the tip and the two markers are out. Procedure was a success.

Manufacturer narrative:
Additional information: the tip and the two markers were located at the peroneal artery and are not occlusive. Tibial anterior and posterior are permeable through to the foot. It is reported that the level of injury associated with the event was minor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.